Event description:
Reported events: 1. 2 patients developed infections requiring removal of implanted hardware. It was noted that one patient had poorly controller diabetes mellitus (dm) and the other had a significant psychiatric history. 2. 2 patients developed superficial wound infections that were successfully managed with surgical washout without removal of hardware. 3. 1 patient experienced incision erosion following a fall that required surgical revision. 4. 2 patients developed seizures postoperatively. 5. 1 patient developed dvts (deep vein thrombosis) requiring anticoagulation within 30 days of lead placement. 6. 1 patient developed a postoperative subarachnoid hemorrhage identified on CT imaging following lead placement.

Manufacturer narrative:
Literature citation: harland ta, gupta s, hefner m, wilden j. Asleep deep brain stimulation for essential tremor. Stereotact funct neurosurg. 2026;104(1):42-54. Doi: 10.1159/000548475. A2 age: please note this is based on the average patient age in the study as more specific data was unavailable. A3a sex: please note this is based on the majority sex for the patients in the study as more specific data was unavailable. B3: please note that the event date is based on the article's online publication date as more specific data was unavailable. Continuation of d10: product ID neu_unknown_lead lot# unknown product type lead, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.